Event description:
Caller reported difficulty in pressing the quick bolus/wake button, which required multiple attempts to activate the pump screen. There was no reported impact to the customer's blood glucose level. Customer service instructed the caller to ensure the pump was unplugged and to use a specific technique for pressing the button, which resulted in the button functioning as expected.